Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connects were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a communication error and they were unable to use the system. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.